Event description:
It was reported that; during french bending with the xia 3 french bender on the "8" setting, two different vitallium rods were broken.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned rod was confirmed to have fractured at the laser marking dot upon visual inspection. No relevant manufacturing issues were identified. Conclusion: the ultimate cause of the fracture is unknown.

Event description:
It was reported that; during french bending with the xia 3 french bender on the "8" setting, two different vitallium rods were broken.